Event description:
The customer reported thirteen (13) false positive results with the ID now covid-19 assay for thirteen (13) patients performed on various dates. Two (2) pcr confirmation tests were performed but it is unknown which patients they were performed on. This report addresses patient seven (7) of thirteen (13). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Patient identifier: (B)(6). Lot information: the customer provided two lot numbers but was unable to differentiate which lot was used on which patient. Please see below for lot information related both lots reported: lot #: m211620; expiration date: 05-may-2023; UDI# (B)(4); mfg. Date: 08-aug-2022. Lot# m208030; expiration date: 17-mar-2023; UDI# (B)(4); mfg. Date: 19-jun-2022. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Reference related MFR. Report numbers 1221359-2022-05197 through 1221359-2022-05209.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m211620 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000j / lot m211620 and test base part number 190-430 / lot m211620. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m211620 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference